Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility rep. On 1/20/09: "the customer called requesting fsd secondary to the unit is displaying no volumes, customer changed flow sensor but that did not resolve, the uvt was done, unit passed leak test" on 1/21/09: "[name removed] - found contaminated flow sensor causing erratic exhaled volume display. New flow sensor corrected issue. All other functions & alarms normal." The following description of the event was copied from the user facility maude event report received by cardinal health from the FDA on 2/10/09. "Volum 23-jan-2009: ventilator not providing volume. Exhalation valve change out, but did not fix issue. Vent was removed from service. No negative outcome to pt."

Manufacturer narrative:
The cardinal health customer advocacy department has made several requests via fax and e-mail to the user facility seeking additional info concerning the reported event and the condition of the pt. As of the date of this report there has been no response from the user facility. The user facility did not submit a user facility report to the MFR. Event codes were derived based on info provided by the user facility maude event report received from the FDA. The following info concerning the evaluated of the device is a summary of the info documented by the cardinal health field service rep. The cardinal health field service rep evaluated the device and identified a contaminated (dirty) flow sensor as the root cause in this event. There were two contaminated flow sensors with device, one was on device and the other was removed by the user facility during their initial troubleshooting. The field service rep showed the user facility's health care professional the original contaminated flow sensor that initiated the complaint and the contaminated replacement flow sensor that was used by their staff in order to determine if the device was malfunctioning. The cardinal health field service rep replaced the flow sensor with one from his spare parts on hand and ran the device through a complete checkout to ensure it meet all factory specs. Before returning the device back into service the user facility was instructed to run the device through the remainder of the day in order to ensure no intermittent alarms or volume issues arise. No component and symptoms trend has been identified and this event is considered to be an isolated incident. Additionally this file will be trended as a part of our monthly trending. File will be closed and may be reopened if additional info becomes available.